Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. Based on the medical records provided, the bard flat mesh was not visualized or mentioned in any of the medical procedures the patient experienced after implant of the bard flat mesh. A manufacturing review was performed which found no anomalies during the manufacturing process of the device. With the current information available, no definitive conclusion can be made. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following is based on a review of medical records provided to davol by the patient's attorney: on (B)(6) 2005 - the patient was diagnosed with vaginal vault prolapse and recurrent stress urinary incontinence. The patient underwent abdominal sacrocolpopexy with implant of a bard flat mesh and a non-bard davol mesh sling. On (B)(6) 2005 - (B)(6) 2007 - the patient had multiple md office exams with complaints of pain when she completes voiding, pelvic pressure, painful urination and underwent multiple office cystourethroscopy procedures. The patient was found to have a bladder stone as well as "suture material" erosion and irritation from the non-bard davol tvt mesh. On (B)(6) 2007 - the patient underwent cystoscopy with urethral dilation. This procedure did not mention any visualization or involvement of the bard flat mesh. On (B)(6) 2007 - the patient underwent a laser ablation of two non-bard davol sutures that had penetrated the patient's bladder by the non-bard davol tvt tape. On (B)(6) 2009 - the patient was diagnosed with erosion of the non-bard davol tvt tape and suture material. The patient underwent a partial removal of the non-bard davol tvt mesh and sutures. There was no mention of any visualization or involvement of the bard flat mesh. On (B)(6) 2012 - the patient was diagnosed with incontinence and underwent a cystourethroscopy which revealed, ¿no evidence of mesh extrusion, no foreign body material and no areas of erythema were noted.¿